Event description:
It was reported that there was foggy image.

Manufacturer narrative:
The device manufacturer date is not known. This scope was not received for evaluation at stryker endoscopy. This scope was received at henke for evaluation. Based on the henke service record attached, the reported failure "foggy" was confirmed. According to henke: scope evaluated as a level 3. Distal tip/fiber damaged, distal cover glass/negative damaged the complaint for ¿foggy¿ has been confirmed and is due to customer use and handling. Probably root cause for this failure is: laser welding seal failure, distal/proximal window solder failure, damage to optical train, damage to needle, damage to distal or proximal windows, moisture intrusion, end of life wear-out, environmental disturbance: endoscope colder than dew point, environmental disturbance: fluid entrapment between the coupler and eyepiece, junction (eyepiece only), use error. The reported failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was foggy image.